Event description:
It was reported that the lead was broken, fractured, and that there was oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor fractured, with blood noted on distal conductor and helix, and outer insulation breached cut; partial lead in segments returned and analyzed.